Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer stated that the cuff detached from the catheter after it was implanted in the pt for 3 months. The catheter was pulled and replaced with a new one.